Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was able to confirm the issue and discovered that power switch was faulty. The fsr replaced the power switch and performed user verification tests and calibrations on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that their vela ventilator screen went blank but ventilator was running while on the patient. The customer also reported that the ventilator was not powering up anymore. The customer reported that there was no patient harm.